Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. Four days after event onset, the patient presented to the emergency room and was subsequently hospitalized for the event. Treatment was not reported. At the time of this report, the patient was not recovered from the peritonitis event. The same day as hospitalization extraneal therapy was discontinued. Physioneal therapy remained ongoing. No additional information is available.